Event description:
It was reported to Philips that the system was unable to produce X-rays.The device was in clinical use during this issue occurrence. No harm to user or patient was reported to Philips.Philips has started an investigation of this complaint.